Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours. The patient was treated with intravenous therapy, novarapid insulin, potassium, and fluids. The patient was released after two days. The pod was removed and replaced at the hospital.